Manufacturer narrative:
The investigation by ge healthcare has been completed. The system operator is responsible for providing the hearing protection and proper usage guidance. In this case, the patient informed ge that hearing protection was not used. The system acoustic level was tested to meet local regulations. No system issue was found. No corrections are required as the system was operating within specification. The root cause of the injury appears to be inadequate hearing protection.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that following MRI studies of both wrists, a patient experienced tinnitus in both ears. Following a hearing test, it was determined that the patient had persistent tinnitus in both ears and a 20% hearing loss in the right ear. The patient reported that no hearing protection was used.